Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2303801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while using a 5f mynx control vascular closure device (vcd), the user attempted to inject contrast and saline into the balloon but was unable to do so since the balloon indicator wasn't working. There was a possibility the balloon had a tear or ruptured condition that kept the indicator from inflating. Hemostasis was achieved with manual compression for 25 minutes. There was no reported patient injury. There was no extension of hospitalization required. The device was used during a transfemoral cerebral angiogram using a retrograde approach, and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use. The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The mynx vcd was prepared according to the instructions for use. The device was stored according to the IFU. The vcd was used with a 5f non-cordis sheath introducer. There was little vessel tortuosity. There was a little presence of pvd or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 degrees celsius. The balloon was not inverted. The balloon was prepped with 50/50 contrast. This occurred during use inside the patient. Additional patient details were requested but were not available. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in manufactured position and no anomalies, or any evidence of damages were observed with the received condition. Additionally, the related catheter sheath introducer (csi) and syringe were not returned for this analysis. During the initial visual analysis, the device did not show any evidence of anomalies apart from the evidence of saline traces in the internal volume of the balloon. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon inflation mechanism was confirmed as the presence of the saline solution in the inflation lumen prevented the water from passing through the inflation lumen. When the water was being to be introduced, it was observed that the pressure inflation indicator was activated due to the pressure of the water; however, the balloon could not be inflated. A magnified visual analysis of the balloon surface was executed to identify the possible cause of the damage or anomaly and only saline traces could be observed inside the balloon as white substrate evidence. A product history record (phr) review of lot f2303801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed due to the condition of the returned device. The exact cause of the issue experienced by the customer and the obstructed inflation lumen could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since a loss of pressure or damage to the balloon was not noted. However, the condition noted with the returned device of the obstructed inflation lumen was likely due to dried saline solution. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue with the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using a5f mynx control vascular closure device (vcd) the user attempted to inject contrast and saline to the balloon, but was unable to do so since balloon indicator wasn't working. There was a possibility the balloon had a tear or ruptured condition that kept the indicator from inflating. Hemostasis was achieved with manual compression for 25 minutes. There was no reported patient injury. There was no extension of hospitalization required. The device was used during a transfemoral cerebral angiogram using a retrograde approach, and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use. The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The mynx vcd was prepared according to the instructions for use. The device was stored according to the IFU. The vcd was used with a 5f non-cordis sheath introducer. There was little vessel tortuosity. There was a little presence of pvd or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 degrees celsius. The balloon was not inverted. The balloon was prepped with 50/50 contrast. This occurred during use inside the patient. Additional patient details were requested but were not available. The device will be returned for evaluation.